Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous mid right coronary artery (rca). The 1.20x6.0mm tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped before use with no issue or leak noted during preparation. The bdc was advanced to the target lesion for pre-dilatation with resistance due to the patient's anatomy; however, the bdc crossed the lesion. The bdc balloon ruptured during the second inflation at 14 atmospheres (atm) and the bdc was removed without reported issue. Reportedly, the balloon ruptured due to interactions with the heavy calcification in the rca. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A trek bdc was used for pre-dilatation, followed by deployment of a xience alpine stent implant to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states.